Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# v391131, implanted: (B)(6) 2010, product type: lead. Product ID 3037, serial# (B)(4), product type: programmer, patient. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) and from a healthcare professional (hcp) regarding a patient who was implanted with a neurostimulator for urinary urgency and frequency. It was reported that the patient programmer (pp) was lost or stolen. The patient was in the movie theater and had to run out because they were in pain. They got their purse, but their pp was missing. They were also thinking of getting the device removed, but wanted to give it one more try for a week. Their stimulation was on a really low setting at the time of the report. They decided to take a chance and had the device implanted to help with pain, noting that pain was the worst of their symptoms. Prior to the implant, they weren't having as much urgency or frequency, but the device ended up making their urgency and frequency worse. The urgency and frequency were worse for a year to a year and a half after the implant. This was noted to be a gradual onset. They couldn't tell if it helped with their pain. The patient was being told to go to the other "stated" and have their bladder removed. On 2014-07-10, it was reported that the patient had a long history of interstitial cystitis, which was not well-managed. The patient hadn't been in to the hcp office in quite sometime, but they did place the device about four years prior to the report for refractory urinary urgency and frequency. At that time, they also had severe pelvic and bladder pain. On the day of the report, the patient stated that their symptoms did not improve at all after the procedure and they felt their symptoms were, actually, worse. They were considering having the device removed because of the lack of response. Upon review, the patient was positive for activity change, fatigue, and unexpected weight change, positive for visual disturbance, positive for dysuria, urgency, frequency, flank pain, enuresis, vaginal pain, pelvic pain, and dyspareunia. They were also positive for myalgias, back pain, and arthralgias, dizziness, weakness, numbness, headaches, and dysphoric mood and decreased concentration, noting that they were nervous and anxious. Their medical history included interstitial cystitis, irritable bowel syndrome, fibromyalgia, asthma, major depression, vulvodynia, spina bifida occulta, and a disorder of their thyroid gland. In the past, they had a partial nephr ectomy and bladder repair surgery. It was also noted that the patient was interested in possible reprogramming, versus removal. The device was checked during the visit and it did have some elevated impedance measures on the current settings. They were going to schedule a follow-up after they got a new pp for a programming appointment. There were no further complications reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.